Event description:
A customer obtained erroneously high troponin (accu tni) results on one patient sample. Upon repeat testing lower results were generated. A fresh sample collected from the patient gave an accu tni result of 0.06 ng/ml. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin pst tubes and were centrifuged at 4,400 rpm for 5 minutes. The samples were normal in appearance and were aspirated from the primary tube for analysis. Qc was within the customer's established ranges prior to and after the event. A system check performed on 01/05/2010 met specifications. There were no flags or errors associated with the erroneous results. A field service engineer (fse) was dispatched: the fse replaced the peri-pump tubing. All verification testing met published specifications. Although hardware issues were addressed, no definitive root cause could be determined. A malfunction will be assumed for the purpose of this report.